Event description:
Partial ocular occlusion (vascular occlusion). Rha2 into the tear troughs (off label use). United states report received from a health care professional via company representative on 07-nov-2022 and 11-nov-2022. The physician reported that a female patient of unknown age received rha2 for hollowing of the tear troughs, on an unknown date in (B)(6) 2022. A total volume of 1 ml of rha2 was applied, approx 0.5 cc each eye to the tear troughs, lateral and with a drop to the medial canthus on each side of their face using an unspecified injection technique. It was unknown if the needles or cannula from the box was used. Medical history was not provided. Concomitant medications and food supplements were not provided. On the same day of injection in (B)(6) 2022, an unspecified period of time following the injection of rha2 the patient experienced partial ocular occlusion at the tear troughs. As a sign of occlusion, the patient experienced a bit of blanching underneath the eye towards the medial tear trough. There was no vision change and no pain. The patient received asa, heat, massage, nitropaste and hyaluronidase as treatment to the reaction which was on the same day as the injection. On the same day, the patient was sent to the hospital where she received hyperbaric oxygen treatment for 5 days. The outcome of the events was unknown. The intensity of the events was not provided. It was unknown if the product was available for return (pending clarification during follow up). Teoxane RMA number: (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.